Manufacturer narrative:
Investigation summary: samples/ photos: were received for analysis two open and used samples of the insyte autoguard 22gx1.00 product, catalog: 38182314, lot: 7195922, in addition to the photos "(B)(4)"of the incident in question. After analyzing the 2 samples from the customer, it was not possible to confirm the failure of needle activation, since both samples had the needle activated. In addition, no characteristics were detected in the samples that could lead to an activation failure. However, the analysis of the photos in question showed that the needles were not activated after use. DHR review: assembled lot: 7179974, used in the claimed final product lot: 7195922 of insyte autoguard 22g x 1.00 was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced failure in the activation of the part during the performing of these tests. However, "catheter over bevel" records have been evidenced that may cause the defect lie distance out of the specification which indirectly may lead to "needle activation failure". Qn/ ncmr review: it was evidenced quality notification (qn) # (B)(4) for the lie distance defect, which involves the assembly lot: 7179974. Although this nonconformity treats the lie distance defect, according to the investigations of this quality notification, the defect may lead to a needle retraction failure as reported in this complaint. Unplanned maintenance: corrective maintenance history was evaluated during the batch history assembly period and corrective maintenance # (B)(4) was evidenced for reason: "station hub guide fault (B)(4)" and maintenance # (B)(4) for reason: ¿holding hub (B)(4)¿, which can cause fault of needle activation. Investigation conclusion: confirmed: bd was able to confirm the incident in question. Investigation comments: after analysis of the attached photos, qn / rncs and corrective maintenance during the claimed batch period, the needle retention failure complaint can be confirmed. Root cause description: although it has been evidenced the record of the quality notification above mentioned, during the investigations of this complaint it has been verified that the defect of this non-conformity could indirectly lead to the incident in question. For more details check quality notification # (B)(4). In addition, station failures at stations (B)(4) may have caused needle activation failures. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: replacement of broken bolts by new bolts and the replacement of broken hose at station (B)(4) (maintenance # (B)(4)) and adjustments of the spring of alignment of the grip of station (B)(4) (maintenance # (B)(4)) were actions taken that could correct the defect reported in this complaint.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in failed to function properly during use. There was no report of injury or medical intervention.